Manufacturer narrative:
H3, h6: as of today, device return and additional information has been requested for this complaint but has not become available. The device part details have not been received so a full manufacturing record review cannot be performed. Smith and nephew has not received the device or adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, there was a revision surgery for a bhr hip implanted in the past at an unknown date and hospital due to pain. Surgeon removed bhr head and replaced with bhr dm liner, stryker stem and 28mm head. Patient outcome is unknown.